Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was unknown. The customer received third party assistance from a house guest, who provided the customer with a glucose shot to address bg. The customer also reported that they hit their head on an unknown object and fractured their right foot because of the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.